Event description:
Primary stability and osseointegration achieved. Patient complained of sinus problems but clinically all looked excellent. Implants were in for a couple of years with no problems, then felt they were causing sinus problems and wanted them removed. Same patient as (B)(6).